Event description:
It was reported that the patient was implanted with a permanent device on thursday (B)(6) with dr. (B)(6). It was then notified on 27nov2023 the patient was found deceased in his home on sunday night (B)(6) 2023. Cause of death is unknown. Cause of death will not be known, as the physician was told that will not be any medical examination performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.